Event description:
Failure to alarm: no message in display screen but not alarming when an obvious leak.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go. The complaint was not confirmed; as the device was not received within a reasonable time frame for the closure of the complaint. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issues reported within the complaint. It is probably that the system was still maintaining the negative pressure, as a result of a blockage, and the leak rate was not significant enough in order to trigger an alarm the pump. However, an alarm to an obstruction follows a pump motor response that correlates to a decrease in leak air flow in system connections within a period of time in the range of 2-3 minutes, therefore not instantaneous. No corrective action will be taken at this time, the pump is needed for evaluation in order to rule out a pump malfunctioning. It is recommended to return the device. A ramr review is not needed as this is not an adverse event and no harm was caused to the patient. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.